Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oss 8.5cm seg ellipt fmrl-rt: catalog#150495, lot#739670; oss non-mod tib plate short 67: catalog#150417, lot#702220; oss tibial poly bearing 14mm: catalog#150411, lot#790370; oss poly femoral bushings: catalog#150477, lot#302680; oss axle: catalog#150480, lot#733890; oss poly lock pin: catalog#150478, lot#813920; oss poly tibial bushing: catalog#150476, lot#297550; oss reinforced yoke: catalog#150493, lot#169750. Foreign: japan. Multiple MDR reports have been filed for this event. Please see associated report: 0001825034-2022-01369. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Post-operatively, a screw which connected the femoral component and stem backed out. Approximately four years post-implantation, the patient underwent revision surgery to replace the screw. The screw was exchanged without complication and the femoral component and stem remain implanted. It was reported that no further information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - stem. Visual and dimensional evaluations of the product could not be performed as no product was returned. Photograph provided shows disassociated screw with wear consistent with usage of device. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.